Manufacturer narrative:
Approximate age of device ¿ 1 year and 2 months. The device is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent a pump exchange on (B)(6) 2018. The reason for exchange was reported as thrombosis.

Manufacturer narrative:
Device evaluation: the report of suspected thrombus was confirmed during the evaluation of (B)(4). Examination of the pump blood-contacting surfaces found a denatured ring of tissue-like thrombus adhered to the inlet bearing and bearing cup. The tissue showed laminated layering, indicating that it formed over an undetermined period of time. A tissue-like deposition was also noted in the pump outlet stator. The deposition was loosely seated between the outlet bearing and one of the stator blades and did not show any lamination or denaturation, indicating that the tissue did not likely form in the outlet stator. The evaluation could not conclusively determine the cause or origins of the observed thrombi. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.